Event description:
The above event date is my first dental visit to learn what happened to my front tooth. My right front tooth had to be extracted in 2007, and ultimately replaced with an implant -2008-. During the course of my treatment, I realized that it was the wearing of a resmed lightweight sleep apnea machine with an ultra mirage mask that caused the problem. The pressure of the mask strap put pressure on my upper jaw and tooth where it destroyed the root area and prevented the cadaver bone from growing correctly around my post once that was put in place. My dentist and periodontist were in agreement that it was my sleep apnea mask which caused the problem . That mask had been provided by my health care provider when I was diagnosed with severe sleep apnea and would need to use a machine to control it. They supplied me with the above machine and mask so from 2005 onwards, I slept using them. After I realized that the mask strap caused the problem, I contacted in early 2008 and told them about what happened. Resmed investigated my claims and in nine months later, they offered me and would assume no liability and wanted me to sign away any future claims against them. I sent them a letter in response, but have not heard from them since regarding my counter offer and my initial rejection. I did not like the monetary offer since I had spent -with some insurance reimbursement nor did I want to sign off on any other claims. Especially, since I will have to use a sleep apnea machine for the rest of my life and although, I immediately switched the type of mask, I have no idea if there may be problems in the future. My dentist went to a conference in the same month, before he installed my implant and he heard from speakers in response to his question relating to me, that it is known in the industry that these masks are causing dental problems like mine but nothing is being done about it. It seems that pts with adverse actions are being bought off with small offers from machine makers. Since resmed has not recontacted me and in consultation with others, including lawyers, I decided to contact you about the situation. I have most of the correspondence related to this and will supply it to barbara p. Stellar, public affairs specialist at the u.s food and drug administration. Dose or amount: 5-7 hours, frequency: nightly; route: dental. Dates of use: 2005-2007. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced: yes.